Event description:
The lead was partially explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. A portion of the lead body and j wire remain. Explant method: intravascular superior technique/tools: direct traction with locking stylet no complications.